Event description:
Four lumen central venous catheter was reported to be leaking IV fluid at the insertion point of the skin. When the catheter was flushed, a puddle accumulated on the skin at the insertion site. This catheter had been inserted in 2009.